Manufacturer narrative:
Device evaluation: the device was returned for evaluation. The device had front panel damage, missing control knobs and damaged battery holder assembly. The device could not be powered on. The device issue was determined caused by drop damage.

Event description:
Information was received indicating that a smiths medical pneupac parapac ventilator was reported to be dropped and the front face plate cracked. There were no reported adverse effects.